Event description:
A patient was having a CT scan. Infiltrate was noted at the contrast injection site. The line was tested prior to injection with good flow and blood return. The CT was completed successfully. An ice pack applied for 15 minutes. The patient was seen the next day without pain at site and the area was less swollen.